Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, after removing the ligator shrink wrap, it was noticed that two of the suture threads had detached from the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complication reported as a result of this event. Note: photos of the complaint device (ligating unit) outside the patient were provided by the customer and showed the suture thread had dislocated from the ligator head teeth. Additionally, it was reported that the ligator shrink wrap was removed prior to attaching it to the trip wire, which is earlier than what is instructed in the device instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on april 20, 2022. During preparation, after removing the ligator shrink wrap, it was noticed that two of the suture threads had detached from the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complication reported as a result of this event. Photos of the complaint device (ligating unit) outside the patient were provided by the customer and showed the suture thread had dislocated from the ligator head teeth. Additionally, it was reported that the ligator shrink wrap was removed prior to attaching it to the trip wire, which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Medical device problem code a0501 captures the reportable event of suture detached. The returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator head had seven bands attached. The suture thread was moved out of the teeth of the ligator head. The device was observed under magnification, and the ligator head teeth and the suture hole were both in good condition. Per media analysis, the photos provided by the customer showed different angles of ligator head with seven bands attached, and the suture moved out of the ligator head teeth. No other problems with the device were noted. The reported event of suture detached was confirmed. Upon analysis, it was found that the suture thread was moved out of the ligator head teeth. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the information that the plastic shrink wrap was removed earlier in the set-up process, this could have caused the suture thread to move out of the teeth of the ligator head. It is very important to the correct operation of the device that the user carefully remove shrink wrap at the right time, according to the order of the steps, otherwise the setup of the device will be affected. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.